Manufacturer narrative:
Citation: diaz et al. Cerebral embolic protection during transcatheter heart interventions. Eurointervention. 2023 sep 18;19(7):549-570. Doi: 10.4244/eij-d-23-00166. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of cerebral embolic protection during transcatheter heart interventions. The authors summarized the findings from 42 published peer-reviewed articles. Multiple manufacturer¿s devices were implanted in the study population; medtronic products included: corevalve, evolut r, and evolut pro bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: vascular complications, thrombosis/thrombotic material, disabling stroke, and ischemic brain lesions (as detected by MRI). No further information was provided pertaining to medtronic products.